Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio-control downloaded the device's electronic files from the event for review and was able to verify that the device did lose power. Physio replaced the device's battery contact assembly and battery pins as a precautionary measure. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off unexpectedly multiple times during testing. There was no report of patient use associated with the reported event.